Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin for the event. At the time of this report, the patient was discharged from the hospital and has recovered 10 days after the event onset. Pd therapy was discontinued and the patient was switched to hemodialysis. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.